Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.0/+2.5/069 into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged on (B)(6) 2022 for a longer length lens. This resolved the problem. Cause reported as unknown.